Manufacturer narrative:
Correction: the initial manufacture date reported was incorrect. The following information has been updated: h.4. Device manufacture date: 2016-11-02.

Event description:
It was reported that the bd luer-lok¿ disposable syringe leaked at the luer lock connection. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that the bd luer-lok disposable syringe leaked at the luer lock connection. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
One photo was received depicting a top web from 1ml ll package, batch #6267637 (p/n 309628). No actual product with reported defect is depicted in the photo, therefore the defect could not be evaluated and could not be confirmed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Since no photo was received displaying the reported condition potential root cause could not be defined. Since no photo was received displaying the reported condition corrective actions are not necessary.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ disposable syringe leaked at the luer lock connection. There was no report of exposure, injury, or medical intervention.